Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's father that their insulin pump was alarming button error. Customer stated they had treated high blood glucose levels with manual insulin injections. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped, but may have been exposed to moisture. Customer's blood glucose level was 145 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, cracked battery tube threads, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.